Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was foreign matter on the catheter tip with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: black fm was on the catheter tip.

Event description:
It was reported that there was foreign matter on the catheter tip with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: black fm was on the catheter tip.

Manufacturer narrative:
H.6. Investigation summary: received one unused unit inside opened packaging. The unit is from lot number 9071777 and is the unit reported in the incident. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Received two photo samples from the client. The first photo is the top of the packaging showing the product and lot number and the device disassembled. The second photo shows the catheter tubing and the foreign material the client is reporting. Upon initial inspection foreign matter on the catheter tubing was confirmed. The foreign estimated size is 0.15 mm^2. The foreign appears to be on the outside of the catheter tubing. The foreign material was sent in for ftir testing. As per request, ftir analysis was completed on the material observed on the catheter. No ftir spectral results could be acquired from this material, that the fm was likely metallic in nature. From the visual inspection and ftir results it cannot be determined where the foreign matter originated. The defect of foreign matter was confirmed. A root cause could not be confirmed as the material is unknown and could not be traced to its origin. Conclusion(s): not determined: the defect of foreign matter was confirmed however a root cause could not be determined as the material is unknown and cannot be traced to a specific point in the manufacturing process. H3 other text : see section h.10.